Event description:
All attempts to the reporter for additional information regarding the seizures have been unsuccessful to date. Follow up with the surgeon revealed only the vns generator was explanted and the vns lead was left in place in case the patient desired vns again at a later date. Follow up with the hospital revealed the explanted vns generator was accidentally discarded after surgery.

Event description:
Reporter indicated a patient's vns generator and lead was to be explanted due to the patient having more severe seizures and generalized tonic-clonic seizures. The vns generator is also at end of service, and the patient does not desire reimplant of the vns. A battery life estimate performed yielded approximately -0.99 years remaining, indicating end of service is likely. The patient later had vns explant surgery performed on (B)(6) 2011. Attempts for further information and return of the explanted vns generator and lead are in progress.